Event description:
The cypher stent was successfully deployed. The physician had difficulty removing the balloon because the balloon was stuck to the stent. The physician post-dilated and was then able to remove the system. The procedure was completed with no injury to the patient.